Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) had detected a high pacing impedance on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
The physician is aware of this issue and has opted to monitor this for the time being. It was later reported that over a year later the device was ultimately explanted for normal battery depletion. The device was returned and detailed analysis is pending. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection a hole in the rv- seal plug but all other seal plugs are intact and all the set screws operate normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.